Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was undersensing. Additionally, it was reported that this rv lead had impedance issues. A revision procedure was planned. During the procedure, the rv lead was tested on the psa and the threshold was 5.0 v @ 0.50 ms. No visible abnormalities were noted under fluoroscopy. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.